Event description:
There was an allegation of questionable ferr4 tina-quant ferritin gen.4, elecsys folate iii assay, elecsys ft4 IV assay, elecsys tsh assay, and elecsys vitamin d assay results for 13 patient samples on a cobas e 801 module. Ferritin on (B)(6) 2024, sample 1 had an initial ferritin result of 44.3 ug/l. On (B)(6) 2024, the sample was repeated and the result was 66.5 ug/l. On (B)(6) 2024, sample 2 had an initial ferritin result of 235 ug/l. On (B)(6) 2024, the sample was repeated and the result was 355 ug/l. For sample 3, the initial ferritin result was 36 ug/l. The sample was repeated and the repeat result was 19 ug/l. The dates of testing for sample 3 were requested but not provided. On (B)(6) 2024, sample 4 had an initial folate result of 10.1 nmol/l. The sample was repeated and the result was 15.7 nmol/l. For sample 5, the initial folate result was 36 nmol/l, the sample was repeated and the repeat result was 11 nmol/l. The dates of testing for sample 5 were requested but not provided. On (B)(6) 2024, sample 6 had an initial ft4 result of 21.0 pmol/l. On (B)(6) 2024, the sample was repeated and the result was 16.2 pmol/l. On (B)(6) 2024, sample 7 had an initial ft4 result of 18.1 pmol/l. On (B)(6) 2024, the sample was repeated and the result was 14.3 pmol/l. For sample 8, the initial ft4 result was 40 pmol/l. The sample was repeated and the repeat result was 13 pmol/l. The dates of testing for sample 8 were requested but not provided. On (B)(6) 2024, sample 9 had an initial tsh result of 0.657 miu/l. On (B)(6) 2024, the sample was repeated and the result was 0.838 miu/l. For sample 10, the initial tsh result was 75 miu/l. The sample was repeated and the repeat result was 28 miu/l. The dates of testing for sample 10 were requested but not provided. On (B)(6) 2024, sample 11 had an initial vitamin b12 result of 469 pmol/l. On (B)(6) 2024, the sample was repeated and the result was 332 pmol/l. On (B)(6) 2024, sample 12 had an initial vitamin d result of 109 nmol/l. On (B)(6) 2024, the sample was repeated and the result was 71.0 nmol/l. For sample 13, the initial vitamin d result was 51 nmol/l. The sample was repeated and the repeat result was 14 nmol/l. The dates of testing for sample 13 were requested but not provided.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) replaced the pinch valves. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) adjusted the sipper probes, sample and reagent probes, and rinse stations and checked the water pressure. The service maintenance actions performed by the fse resolved the issue.